Event description:
It was reported by service report that the head left siderail would not lock in the top position. It is unk if there was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Result: siderail.